Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and uterine perforation ('perforation (uterus)/failure to occlude (close) fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2018, the patient experienced bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, headache, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: failure to occlude (close) fallopian tubes perforation (uterus).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pif received. New event perforation (uterus) was added. Event onset date, insertion date was updated. Lab data, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, headache, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, headaches, perforation fallopian tubes, bladder/urinary problems: vaginal discharge, essure confirmation test not done. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.